Event description:
It was reported that the device's emergency stop was not working. There was no patient or procedure involved.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the console device was not returned, however, it was serviced at the customers site. The fse (field service engineer) confirmed the issue. Replacing the emergency stop switch resolved the issue. The laser console was calibrated. It passed full functional and electrical safety testing. The DHR review was completed. The laser console was installed on january 11, 2022. This laser console was covered under a semiannual service contract. It was last serviced on february 19, 2024. The system was functional until the reported event date of april 5, 2024. There was no evidence of any manufacturing or service process issue related to this complaint. The dfu shows there was no evidence that the device was used in a manner inconsistent with the labelled indications. There was no evidence that the laser console was used in a manner inconsistent with was labeling. Based on analysis result, the investigation conclusion code assigned is cause traced to component failure.

Event description:
It was reported that the device's emergency stop was not working. There was no patient or procedure involved.